Event description:
Customer's mother called reporting a button error on her son's insulin pump. Customer's blood glucose is 248 mg/dl. The battery was replaced, and now nothing is working. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.